Event description:
The patient reported the device was working but sometimes they get a shock where the implantable neurostimulator (ins) was located starting 5-6 months ago. The shock occurred when sitting and lasts a second or two. The ins was indicated for failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding a patient. Patient repeated the same info that was previously reported. Patient then reported when he goes to charge his ins, it hurts. He has pain shooting through his whole body. He can only stand it for 30 min whenever he is charging. Patient said he is in a lot of pain and the ins helps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.